Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 40 mg/dl at the time of the incident. Customer was treated with food. Customer had alleged that the insulin pump was under delivering because the insulin pump kept giving insulin when she was low. The insulin squirted out from the end of the set. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode feature. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test displacement accuracy test and displacement test. No bolus delivery anomalies noted during testing. Device functioning properly. (B)(4).